Event description:
The affiliate reported: a lombar drainage catheter with an external drainage system was placed on a patient on (B)(6) 2014. On (B)(6) 2014 the patient line got disconnected at the connection level luer-lock to catheter. The patient was restless. Csf leaking on the bandage. The system was replaced with another from same reference. No clinical consequence noted.

Manufacturer narrative:
Upon completion of the investigation, the tubing and connector were visually inspected and glue traces were noted on the tubing and on the connector. As noted in the complaint description the patient was restless, this could be the cause of the tubing coming apart, but this could not be determined. The current quality inspection for these assemblies is established to 100% test for leak and blockage. Review of the history device records confirmed the device conformed to the specifications when released to stock. Trends were monitored for this kind of problem and a CAPA (B)(4) was opened. At the present time, this complaint is considered closed.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.